Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation but has yet to be received. Reporter is a j&j sales representative. A product investigation was conducted. The instrument(s) was not returned, and the investigation will be completed based on the supplied image(s) located in pc's attachments section received through (B)(6) 2021. The image(s) was reviewed, and the complaint condition of ¿was confirmed, as it can be seen that the distal tips of both drivers are stripped which will hinder the functionality. As the instrument(s) was not returned and as received, dimensional, material or drawing reviews are not applicable. A manufacturing record evaluation was performed, and no issues were noted. Conclusion: there is no indication that a design or manufacturing issue contributed to the complaint as the circumstances during the time of the event are unknown. No new malfunctions were observed during this investigation (based on the images) that may have contributed to the complaint condition. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device history review - review of the device history record showed that there were no issues during the manufacture of this product, and any subcomponents, which would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2021 during procedure the screw driver shaft was not holding a screw and is stripping the screws. The screw that was stripped was not able to be removed from the patient, procedure was successfully completed with no surgical delay and no fragments were generated. This report is for one (1) stardrive scrwdrvr shft/t4 50mm/self-retaining/hxc. This is report 1 of 2 for complaint (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Part # 03.130.010 synthes lot # h082495 supplier lot # h082495 release to warehouse date: 28 aug 2016 manufactured by synthes monument no ncr's were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition. Visual inspection: the stardrive scrwdrvr shft/t4 50mm/self-retaining hex coupling (part #: 03.130.010, lot #: h082495) was received at us customer quality (cq). Upon visual inspection, it was observed that the distal tip was stripped. No other issues were identified with the returned device. Functional test the functional test was not performed as the mating devices were not returned at us cq. Can the complaint be replicated with the returned device(s)? Unable to perform dimensional inspection: dimensional inspection of the distal cutting profile tip could not be conducted due to post-manufacturing deformation of the tip. Document/specification review: the following drawing, reflecting the manufactured and current revisions were reviewed. Stardrive screwdriver shaft t4, self retaining hex coupling complaint confirmed?: yes. Investigation conclusion: the complaint condition is confirmed for the stardrive scrwdrvr shft/t4 50mm/self-retaining/hex coupling (part #: 03.130.010, lot #: h082495) as the distal tip was observed to be stripped. The stripped condition of the distal tip could have resulted in the device interaction issue. No definitive root-cause can be determined based on the provided information. There was no indication that a design or manufacturing issue contributed to the complaint. No design issues were observed during the document/specification review. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.